Event description:
Sliding knee joint locks on full thigh to shoe brace disengaged without warning causing pt to fall to ground. Pt was wearing full length polyester pants at time of incident. It is suspected that velcro fasteners on patella portion of brace may have adhered to pant leg and lifted joint locks of brace. Pt has worn similar leg braces for many years. Pt had ambulated 25 - 30" just prior to fall.